Event description:
It was reported that "when using the midas rex c-1 drill bit to drill the tack up stitch holes in the bone flap, the drill bit broke off at the tip. All pieces were removed. The broken drill bit was sent to biomed along with the packaging." On follow-up it was confirmed that there was no patient impact.

Manufacturer narrative:
Report confirmed. Evaluation noted that the device was received in two pieces and that the fracture location was at the shoulder. The fracture was planar and perpendicular to the stem axis. The fracture surface was uniform in appearance. The tool fractured due to applying a side load on the tool while it was not rotating. It was confirmed that there was no patient impact. The user manual contains the following ''do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff.''

Manufacturer narrative:
Report confirmed. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. The manufacturing records were reviewed and no deviations were noted. On follow-up it was confirmed that there was no patient impact. The user manual contains the following warning "do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.